Event description:
A gore viabahn endoprosthesis was used for the treatment of a popliteal aneurysm. During deployment, the deployment line broke after half of the device deployed. Attempts to retrieve the end of the deployment line to complete device deployment were unsuccessful. The pt was transferred to the or for the surgical removal of the device.

Manufacturer narrative:
The review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.